Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy bleeding rash on left shoulder from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient decided to discontinue lifevest after speaking with physician. It is unclear if the physician advised removal of the lifevest. Reporting out of the abundance of caution. Outcome of skin irritation is unknown.